Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders went to older visit identifier instead of new one. The technical support specialist (tss) identified that the patient discharge date was set earlier as compared to admitted date and which created a failure. Tss added the patient again and the orders were sent and the visitor identifier was able to receive the order as active. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders routed to the old visit ID instead of the new one. The customer attempted to discharge the old visit ID and re enter the orders, but the orders continued to route to the old visit ID. The customer was unsure how to merge the patient or correct the visit ID linkage. A temporary patient was added to test the workflow, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.